Event description:
Two minutes from the completion of a routine dialysis treatment, the patient experienced shortness of breath and chest pain. The nurse visualized "two inches" of air at "the distal end of the venous return line, infusing into the patient." The nurse stated that "the phoenix did not alarm." The nurse clamped the line, ended treatment without returning blood (approximate 102 ml circuit blood loss), placed the patient in a left-sided trendelenburg position, and administered oxygen. On arrival to the emergency department (20 minutes later), the patient was tachypnic, vital signs were stable, and her chest pain and feeling of being short of breath had subsided. The patient was admitted to the hospital for observation, continued telemetry, and monitoring of oxygenation saturation. The patient did not experience any additional symptoms and was discharged to home the following day.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was fired on the cystic duct the clips were malformed. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Manufacturer narrative:
(B)(4). Antibackup. The analysis results found that the (B)(4) device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two unformed clips were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The remaining clips were evaluated with the funnel gage and they were conforming according to our manufacturing specifications. The found antibackup failure is not related with the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.